Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) proximal conductor fractured; full lead returned in segments.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The lead integrity alert (lia) had triggered prior to the shocks. A fracture is also suspected. The lead was explanted, and upon examination of the lead, the insulation appeared to be indented and twisted where the suture sleeve had been. A new ventricular lead was implanted. No further patient complications were reported as a result of this event.